Event description:
Whilst on holiday for two weeks in the middle of (B)(6) 2019, the recipient experienced intermittency and electronic sound quality on the right side. The user also reported mild sensation of static shocks occurring occasionally.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Whilst on holiday for two weeks in the middle of (B)(6) 2019, the recipient experienced intermittency and electronic sound quality on the right side. The user also reported mild sensation of static shocks occurring occasionally. The recipient tried a complete change of equipment using the holiday loaner pack but reported no change. There has been no report of any injury or trauma or any other related health issues which may have influenced the device's function. The user had excellent benefit with the device prior to this event.